Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was inserted into the patients operative eye and had to be removed due to a bent haptic. The procedure was successfully completed successfully using the back-up iol. No secondary intervention was required and the patient was doing good post-operatively.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 1/24/2019, device returned to manufacturer: yes. Device evaluation: the sample was received at the manufacturing site for evaluation. The reported lens returned cut in three parts. Visual inspection using magnification was performed. The condition observed is consistent with a lens that has been cut due to intraocular lens removal process. One haptic was observed distorted/bent, confirming the reported issue. The reported issue as haptic damaged was verified. However, there is no evidence to suggest that the complaint sample has been affected by the manufacturing process. The unit was handled and used. No product deficiency was identified. Manufacturing records review: the manufacturing records for the device were reviewed. The review identified no non-conformance reports (nc) associated to this production order. The product was manufactured and released according to specifications. Historical data analysis: a search in complaint history revealed no other complaint has been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.